Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during applicative tests during a scheduled preventive maintenance. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a communication error occurred in guidance, when the cooperative mode was activated, due to a controller error detected as a udp socket timeout. This is a known anomaly.

Event description:
The field service engineer (fse) visited (B)(6) health to perform a preventive maintenance on the rosa robot (B)(4) on (B)(6) 2019. A communication failure was experienced during the brain applicative test. The shutdown occurred during guidance mode, and appeared to be random. The fse selected 'trajectory 6' as the next trajectory to go to, but an audible click noise was heard and the communication failure message appeared on the screen. There didn't seem to be a reason for the shutdown. No delay since it was a preventive maintenance, no patient present.